Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection and erosion with sepsis. Additional information indicates that the patient went to the clinic due to pain around the device site. The wound was open with two suture sleeves showing. No additional adverse patient effects were reported. The crt-d was explanted.